Event description:
The following information was reported: during the deployment process of the mynxgrip vascular closure device, the tech shuttled the device down but when the sheath and device were pulled back it appeared that the white tube and sealant never shuttled down. The device was removed and manual pressure was held for 15 minutes. There was no adverse effect on the patient and the patient was discharged the same day as originally planned. Procedure type: diagnostic coronary stick location: common femoral vessel size: 6mm additional information: the deployer did open the stopcock on the sheath prior to shuttling down. The deployer did not apply unusual force when shuttling down. There were no visible kinks in the sheath or the device after removal.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1505402) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).